Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a defective loudspeaker. The device was in clinical use at the time of the event. There was no patient/user harm reported.

Manufacturer narrative:
Complaint is still under investigation and philips is in the process of obtaining additional information for complaint completion. A final report will be submitted upon completion of the investigation.

Event description:
It was reported there was a defective loudspeaker.  The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.

Manufacturer narrative:
The customer was provided a replacement device to resolve the issue. Several requests were sent to determine, if the device was being returned for evaluation. However, there was no response from the distributor/customer.